Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous and heavily calcified de novo lesion in the mid left anterior descending artery. A 2.75x33mm xience prime stent delivery system (sds) failed to cross due to the anatomy. While attempting to advance the sds, the proximal shaft kinked and when attempting to straighten it out the proximal shaft separated. The sds was simply withdrawn and the procedure was successfully completed with a non-abbott sds. The patient is doing fine. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction - reg#. Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported shaft detachment and shaft kink was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.